Event description:
Received additional information on 2/12/2016: allegedly, the patient was revised due to the following mom complications: clicking noise and elevated cocr levels.

Manufacturer narrative:
This is the same event as 3010536692-2016-00146.

Event description:
Allegedly, patient revised due to mom complications. Left.